Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pseudoaneurysm using penumbra smart coils (smart coil), a non-penumbra microcatheter and a guidewire. During the procedure, the physician implanted five smart coils in the target vessel using the microcatheter. While attempting to advance the next smart coil into the microcatheter, the smart coil would not advance out of its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly was unable to be advanced from its returned position due to the kink near the mid-join and no further testing was performed. Further evaluation of the device revealed additional kinks throughout the length of the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.